Event description:
It has been reported to philips that the system gave a low generator output warning, which can impact imaging. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.